Event description:
This pump allows users to enter admin function and change pump settings. If tubing disconnected, pushing pca button allows user to withdraw more medication than pump is programmed to deliver. The pump does not shut off when recognizing the infusion cartridge is empty. The pump is able to be removed from the IV pole event when locking mechanism is activated.